Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Updates: 510(k) k141148 device not returned to manufacturer. Added summary of investigation. Investigation summary: the report event was unable to be confirmed as device was not received. The quality engineering and engineering departments could not perform an evaluation, therefore, a determination if the device was defective is inconclusive. The IFU was reviewed and listed as a potential adverse event is 'laceration or tearing of vascular structures or the myocardium'. This complaint event is a known failure mode and will be monitored and trended via the complaint handling and post market processes. A device history record review for this lot number (n147359) was performed including both manufacturing and quality control records. All steps were documented per procedure by trained personnel and there were no signs to indicate that a nonconforming device was released to the field.

Manufacturer narrative:
(B)(4). PMA/510(k): k141148. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a cardiac lead extraction procedure, the lead extraction evolution rl controlled-rotation dilator sheath set was used to remove the lead. During activation at transition vena cava superior/right atrium, the evolution rl damaged the ra lead. The lead was removed successfully but right after the tension dropped, and an ultrasound revealed a pericardial effusion. A pericardial puncture was utilized to drain blood and a thoracotomy to suture the perforation was used to stop the bleeding. No unintended portion of the device remained inside the patient¿s body. Additional procedures were required due to this occurrence. No reported further adverse events after the completion of the event.